Event description:
The pump was returned for investigation. Investigation revealed that there was contamination on the keypad button contacts. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/12/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 12/12/2013 with the following findings: the keypad cover was found to be peeling up from the bottom of the ok button. All keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed that there was a hole in the audio bolus button cover. The audio bolus button was, however, functional. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).